Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kinked shaft was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Analysis of the returned device revealed that the shaft was kinked, not separated as reported. The account confirmed that the separation initially reported was incorrect, and that the shaft was only kinked. No additional information was provided.

Event description:
It was reported that the procedure was to treat a calcified lesion in the posterior descending artery. The 2.25 x 12 mm xience v stent delivery system (sds) was advanced, but the proximal hub separated. The sds was removed and a new xience v sds was used to treat the lesion. There was no resistance noted during advancement or removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.